Event description:
Multiple events reported to myself regarding the microclave port. 1)IV tubing became disconnected from the microclave port. (Reported 2 times by 2 different people)2)you have to give the tubing a "twist" when inserting it into the microclave port to make it hold.3)you sometimes have to tighten the tubing to the microclave so tightly you have to use hemostats to turn it to disconnect.4)microclave cap did not fit the tubing that well when it was put on.5)very hard to connect IV tubing and flushes too. You end up contaminating the flush or tubing and have to start all over again.6)hard to attach to IV tubing and at times IV tubing becomes loose or unattached.7)CT tech reports an increase in IV infiltrates with this product (4 in a 2 week time frame). Tech reports he spends a great deal of time manipulating and re-taping IV's to get them to work. Also reported that when using power injector for CT contrast, it sometimes becomes disconnected if not on tightly enough. He reports patient complaints that they have to tighten the IV cap so much it causes pain.====================== health professional's impression======================they feel it is not completely compatible with all the tubing and syringes and that the contacting site is too smooth without enough grooves.